Manufacturer narrative:
H3 - device evaluation: the lens was returned in liquid, in lens vial. Visual inspection found one of the haptics torn. Claim#: (B)(4).

Manufacturer narrative:
Patient identifier-race: unk. Brand name: collamer ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. Work order search: no similar complaint type events were reported for units within the same lot. Claim # (B)(4).

Event description:
A cc4204a, +20.5 diopter, intraocular lens was returned damaged. Note on packaging box indicated " loading error, no patient contact." If additional information is received a supplemental medwatch report will be submitted.